Event description:
Patient had an implanted vagal nerve stimulator lead with a high impedance and required replacement. The device defect was the precursor to an event that reached the patient. (Infusion pump delivered an overdose) leads and generator were originally placed at another institution. No serious/permanent harm to patient.